Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Test strips have been discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 103 mg/dl on performa combo and 45 mg/dl on performa ii using different vials of strips.